Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/20/2023, it was reported by a sales representative via sems that an ar-8978p dx swivelock fell apart. This was discovered during a carpo-metacarpal joint arthroplasty on right thumb using an internal brace on 1/10/2023. The device fell apart when the surgeon was inserting it into the patient. The broken fragment was retrieved and the case was completed by using a new device.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.